Manufacturer narrative:
Implant slipped to the maxillary sinus and had to be removed in the same surgery. Another surgical intervention wasn`t necessary. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant slipped to the maxillary sinus and had to be removed in the same surgery. Another surgical intervention wasn`t necessary.